Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the transducer is bad on the device was confirmed. The unit displays a poor image quality with rain/interference. The root cause is due to the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The transducer is bad on the device.